Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 187 mg/dl and her sensor glucose level was 320 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. Standard troubleshooting was performed. The customer was advised to calibrate her sensors three to four times per day and to insert her sensors standing up. The product is not being returned. Nothing further was reported.